Event description:
Several instrument alarms occurred today while treating this patient with ecp: l#45 - red cell pump alarm at 265ml wbp; stopped treatment, decreased collect rate to 25ml/min then 20ml/min; second #45 - red cell pump alarm at 285ml wbp; no evidence of recirculation or cloudy plasma; notified therakos, switched from double needle mode (dnm) to single needle mode (snm); #45 - red cell pump alarm at 815ml wbp, decreased bowl optic threshold to 120; #45 - red cell pump alarm at 1048ml wbp and again at 1101ml wbp; lowered wbp to 1101ml to initiate early buffy collection resulting in a partial treatment.